Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The device was returned and the reported lot number was confirmed from the returned packaging. On visual inspection, the distal 13cm of the device was fractured. A functional test was not required as the defect was visually confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information the micro wire was being manipulated inside patient artery. Wire fractured ~5cm " away from distal end. Fractured wire was able to be retrieved and bagged to send to manufacturer. The device was returned and it was confirmed that the distal 13cm section of the device was fractured. It is probable that the device fractured during the manipulation of the device inside the patient. An assignable cause of procedural factors will be assigned to the reported and analysed events, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, the subject guide wire fractured and required retrial. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, the subject guide wire fractured and required retrial. No clinical consequences were reported to the patient due to this event.